Manufacturer narrative:
Device passed the displacement test. Device received with intermittent button response due to flattened act button dome switch (creased). No button error alarm during testing. No unlocked lcd keypad connector. Device passed self test. Device received with motor error alarm during the basic occlusion test due to loose or protruded drive support disk. Unable to perform prime test, excessive no delivery test and occlusion test or verify compromised force sensor system alarm due to motor error alarm. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system as well as button error. The customer¿s blood glucose level was 189 mg/dl. Troubleshooting was performed and they got compromised force sensor system alarm. The customer also stated that the act button isn't working. The insulin pump will be returned for analysis.